Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement at the time of the event. Covidien inspected the device and found the graphical interface cable to be loose. The customer tightened the cable and the ventilator passed all testing.

Manufacturer narrative:
(B)(4).